Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-mar-2025, the manufacturer was notified that the user experienced hypoglycemia while using backup therapy after their ilet powered down. Ems transported the user to the ER, where they were treated and released. No long-term effects were reported.